Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3. One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by intra-cardiac testing. For evaluation purposes the port 3 and port 4 small form-factor pluggable (sfp) were exchanged. The amplifier was powered on and then the amplifier booted to a solid green ¿ready¿ light emitting diode (led) status. This indicated the amplifier passed the power-on-self-test (post) and then successfully communicated with the test station tracker software. The intra-cardiac (ic) short test was performed and revealed that 54 and 55 channels were electrically open, which duplicate both symptoms (egm and ablation noise). These channels were pin 2 and 3 of the ablation port. Using the service tool the calibration data and physical locations for slot 0 and 1 cardiamp boards were temporarily replaced. The ic test confirmed that the channels did not move with the boards isolating the failure to the front panel assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the ablation port of the front panel assembly.

Event description:
During a premature ventricular contraction procedure, there was noise on the ablation signals with the ensite x and bard causing a delay. The issue was not fixable by changing the catheters, cables, or rebooting the devices. Not fixable by changing catheters, cables, or reboots. After exchanging the devices it was determined that the issue was due to an amplifier error that occurred without any error messages noted.